Event description:
The customer reported the ventilator would not power on. The ventilator was not in use; therefore, there was no patient involvement or harm. Upon arrival, the manufacturer service technician reported the customer had already disassembled the ventilator in an attempt to repair it, and had started disassembling the ventilator's power supply. Upon evaluation and checkout, the service technician reported a fuse in the power supply was broken. The reported finding could result in a loss of ac power if it occurred during use. If a loss of ac occurs during use and the ventilator shuts down, an audible power fail alarm will activate. If the ventilator is equipped with a backup battery, the ventilator will transition over to backup battery and start alarming and continue ventilation until the battery depletes. The service technician replaced the power supply to correct the finding. Extended self testing and applicable final testing was completed and passed to operating specifications.